Manufacturer narrative:
A ge service representative performed an onsite investigation. Replaced and reloaded hard drive with software version 7.0.59. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system lost patient images (data loss). There is no report of injury or death associated with this event.